Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and precision strips were reviewed and the dhrs showed the libre reader and precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed if the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this is also serves as a correction report. Section h4 - device mfg date was incorrectly documented in the initial report. The correction has been made here.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 65 mg/dl which was lower than lab reading of 230 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection was performed on the returned reader and no issue were observed. Control solution testing has been performed and all results were within range specification. The passing of control solution test during the investigation indicates that there were no issues with returned reader. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 65 mg/dl which was lower than lab reading of 230 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 65 mg/dl which was lower than lab reading of 230 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.